Event description:
Appears to be ffrw oversensing on stored egms resulting in inappropriate at/af detection(s). Syncope. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).